Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with an emerge shelf box. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded. There was a complete hypotube separation 60cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The hypotube was kinked 56cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed kink and broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as user facility medwatch: (B)(4). Reportable based on analysis completed on (B)(4) 2014. It was reported that the catheter kinked and the hub detached. The emerge balloon was being introduced into the guide catheter and kinked. The kinked portion was outside the body and broke at the hub. The device was removed without patient injury. However, device analysis revealed the catheter fractured.